Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the fracture was confirmed by visual inspection of the returned device. The device is fractured into 2 separate pieces. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that the disc space was tight. Conclusion: the plausible root cause of the reported event is inadequate disc space preparation.

Event description:
It was reported that the unilif spacer broke when malleted.

Event description:
It was reported that the unilif spacer broke when malleted.